Event description:
Customer's spouse reported that the buttons on the insulin pump are sticking. It was further reported that the customer was caught in a thunder storm and the insulin pump was exposed to fluid. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The device also was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.